Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter inner braided shaft was severely stretched and separated. The catheter proximal shaft outer layer was also stretched and separated at 145.0cm from its distal end. The catheter hub section was not returned. The catheter distal lumen was examined and no anomalies were observed on the catheter. The coating on the catheter was examined with wet fingers between thumb and forefinger and rotated and also examined under magnification. No anomalies were observed with the coating. From the severity of the stretching, it appeared that upon removal of the catheter from the dispenser coil, the catheter was pulled out of the dispenser coil without flushing the dispenser coil. The stretching of the inner braid and proximal out shaft is an indication that the catheter fractured on its proximal shaft is most likely due to excessive pulling. Based on the investigation and the information available, it is likely that the issue occurred from the handling of the device during the removal from packaging. Therefore, a cause of operational context has been assigned to this event.

Event description:
During device analysis, it was noted that the proximal shaft outer layer was separated at 145 cm from its distal end. There were no clinical consequences to the patient.